Event description:
Information received by medtronic indicated that the customer was unable to upload in the carelink and no communication from insulin pump to carelink. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and insulin pump was returned for analysis.

Manufacturer narrative:
The pump failed to boot up once installing aa lithium backup battery, blank display noted. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files or traces using thump and carelink software due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. After swapping out pcba 2 and pcba 1 with a test pcba 2 board and pcba 1 board respectively, pump was tested with 2302 battery simulator and booted up properly once installed, blank display was confirmed isolated to electronic stack. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unable to upload/download, was confirmed due to blank display. Unable to verify customer's complaint for no com pump to carelink-unresolved due to blank display. Moisture damage was confirmed found isolated to the battery tube. Blank display was confirmed problem isolated to the electronic stack. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.